Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, it was reported by an arthrex subsidiary employee via email that an ar-1926bcsp 3.5 mm self-punching biocomposite pushlock eyelet broke during installation. No significant surgical delay was reported. All product fragments were removed, and no device components remain in the patient. No additional anesthesia was administered. No adverse patient effects were reported during or following the procedure as a result of this issue. The procedure was completed using another ar-1926bcsp 3.5 mm self-punching biocomposite pushlock device. The issue was discovered during a surgical procedure performed on (B)(6) 2026.